Event description:
As reported by the manufacturers field service engineer (fse), the customer reported the unit alarmed and displayed a 3.3v supply failure. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. A 3.3 volt supply failure may prevent operation of the device when in normal ventilation mode use. If in use, the patient must be placed on another means of ventilatory support. The fse duplicated the reported problem. The fse reported the cpu pcb board was replaced to correct the reported problem. Performance verification testing was completed and passed.